Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Correction 21-sep-2015 following company internal coding review: the previous event term "coils were bent in such a way her fallopian tubes were arced up cutting off circulation and blood flow to her tubes" was recoded to meddra llt "medical device site ischaemia " company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had daily stabbing pain in what she thought were her ovaries among non-serious events. After 3 years, she had essure coils removed; according to her the coils were bent in such a way her fallopian tubes were arced up cutting off circulation and blood flow to her tubes. Only the pain, interpreted as pelvic pain is listed in the reference safety information for essure. In this particular case, it was reported that the flexible coils were bent in a way her fallopian tubes were arced up cutting the blood flow circulation to her tubes. Since this situation may cause the pelvic pain, the causal relationship between the events and essure is assessed as related. This case is regarded as incident since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect no active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0290, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on unspecified date. She suffered years of severe pain, inability to lose weight, inflammation all over, depression and anxiety. As soon as the essure coils were removed, she had no more pain, lost weight, her depression and anxiety were getting better because she was able to do more. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and suffered years of severe pain. Essure coils were removed, and she had no more pain. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the nature of this event, the lack of an alternative explanation, an since the pain resolved after the device was removed, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since essure removal was reported, implying that an intervention was required. A product technical analysis has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.